Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 3/23/00. After getting pierced the customer fainted and fell to the floor hitting their head and requiring stitches.